Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failed free flow test. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device is a p1.7 colleague pump with a user interface module software version of 7:01:00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of failed free flow test was not confirmed nor reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. A service history review revealed that this device was not previously serviced for the reported condition, as this was an out of box failure. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.